Event description:
Reporter indicated that patient's family member has been telling them tht they had sleep apnea for the past five months, ever since device output current was increased to 2.0ma. The patient has not reported this to their neurologist because they do not want the neurologist to change the settings as the current setting has been providing seizure control for them. Device tracking informatin was not forwarded to manufacturer at time of implant.

Event description:
Further follow-up revealed that the pt has been doing very well. Dr indicated that the vns therapy system is not related to the reported events and that the pt has other neurological disorders that may be the cause. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance.